Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device was not returned for analysis the investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral antegrade approach. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm emerge¿ balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a 1.5mmx2cm coyote es balloon catheter. No patient complications nor patient injuries were reported.